Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Customer states when dr. Lee used the foot pedal to deliver tumescent the pump wouldn't stop and continued to deliver tumescent.

Manufacturer narrative:
Investigation was performed on (B)(6) 2014, and the returned pump was inspected and repaired. Evaluation determined that the foot pedal cord needed repair along with the aging pump head. IFU dictates functional testing before use, no risks to patient in this case. The root cause was the foot pedal cord. Repair of the pump was performed. All functions tested 100% to manufacturing specification.